Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including disability, hernia recurrence, abscess, obstruction, infection, chronic pain, fistula and revision surgery. The instructions-for-use supplied with the device lists hernia recurrence and fistula formation as possible complications. No lot number has been provided; therefore, a review of the manufacturing records is not possible. In regard to the infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges: "on (B)(6) 2003, the plaintiff was implanted with the bard/davol composite mesh in the course of a ventral hernia repair surgery. "Further to her implantation with the product, plaintiff suffered the development of infection, abscess, hernia recurrence and chronic pain". "On (B)(6) 2007, the plaintiff underwent a corrective revision surgery". It is alleged that, "the plaintiff sustained injuries, including bowel obstruction, infection, fistula formation, abscess, chronic pain, psychological and emotional injuries. The implantation and failure of the product has had a devastating impact on the plaintiff, leaving her with permanent injuries including scarring, disfigurement, and chronic pain. It is alleged that, "the injuries due to the implantation of the product have caused and continue to cause the plaintiff pain, suffering, loss of enjoyment of life, permanent physical disability, loss of physical, mental and emotional health". It is alleged that the plaintiff continues to undergo medical care and treatment. It is alleged that the device was defective.